Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose displayed "high" on the cgm graph and bg meter. Elevated blood glucose was addressed via manual insulin injection and by drinking water. Customer changed pump supplies to address the issue and resumed insulin delivery.